Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer' investigation. The device was returned to the regional investigation center for inspection and the reported failure was not reproduced. However, device evaluation found no output of the radio frequency (rf) energy. Based on the results of the investigation the reported issue likely attributed to component failure, however, the root cause cannot be conclusively identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the powerseal presented a I-0763, I-0764, and I-0765 error that occurred once every 3- or 4-times during output. The I-0763 error occurred frequently. The I-0763 error was likely to occur if the tip was grasped. The issue was found during a therapeutic esophageal cancer removal, gastric tube reconstruction procedure. The procedure was completed with a similar device. The generator was working as intended. There were no reports of patient harm.